Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement - protective sheath. It was reported that during an interventional procedure, the rx vision coronary stent system (css) was being advanced to the lesion when it was noted that the stent was not on the balloon. The stent implant was found in the device protection sheath. A second rx vision css was used to complete the procedure. There was no pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to determine a root cause for the reported stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft, balloon and in the guide wire lumen. There was crystallized contrast on the shaft and balloon and in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was located on the stylet proximal to the protective sheath. The first six rows of distal stent struts were flattened. The first row of distal struts were also mangled. The first row of proximal struts were all slightly flared. There was no other damage noted to the stent implant. The balloon was returned loosely folded. There were crimp marks on the balloon between the markers. There were kinks in the shaft 3.5 cm and 3.7 cm distal to the guide wire exit notch. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the sds. There was no damage noted to the protective sheath or to the stylet. The stent implant outer diameters and the proximal stent implant outer diameters were measured and met manufacturing criteria. The middle outer diameters were oversized. The distal outer diameters could not be measured due to the damage noted. Product performance engineering reviewed the incident. The stent was dislodged from the balloon and returned on the stylet proximal to the protective sheath, confirming the reported dislodgement. Stent dislodgement can be influenced by many factors, including improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. The proximal stent outer diameters were measured and met manufacturing criteria. The distal measurements could not be taken due to the damage noted. The middle measurements were oversized; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. It is possible that during prep, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. It was reported the stent dislodgement was not noted until the sds was advanced into the pt. The instructions for use it states: prior to using the multi-link mini vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Analysis noted several kinks and bends in the sds. Since this damage was not reported in the incident info, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A review of the device manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement...